Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Tbm states the rear wheels were bent and not touching the ground, out of box failure.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wheels were warped/bent which confirmed the original complaint issue. However, the underlying cause could not be determined. The following fields were updated accordingly.

Event description:
Tbm states the rear wheels were bent and not touching the ground, out of box failure.